Event description:
The customer reported a nurse reviewed ECG strips for a patient with a pacemaker. Nurse interpreted the trace as v-fib; but the bedside monitor did not alarm. The customer confirmed that the alarms were on.